Manufacturer narrative:
The device was originally supposed to be returned; however, the device was never returned. The lhr for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured according to specification.

Event description:
The nurses were unable to aspirate or instill fluid into the band. Under x-ray guidance, gastric band port was noted to be accessible, but nurses were neither able to aspirate or instill fluid. A revision procedure was performed on (B)(6) 2019.

Event description:
The nurses were unable to aspirate or instill fluid into the band. Under x-ray guidance, gastric band port was noted to be accessible, but nurses were neither able to aspirate or instill fluid. A revision procedure was performed on (B)(6) 2019.